Event description:
Customer reported an empty cartridge alarm, which was deemed invalid by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer replaced the cartridge to resolve the issue.